Event description:
It was reported that a user experienced repeated pairing failures and a sensor error when attempting to pair a freestyle libre 3+ sensor with the ilet bionic pancreas mobile app, after which repeated rescans were performed and the sensor successfully paired and entered warmup. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of sensor communication and normal device function after troubleshooting. User support included customer service troubleshooting and user education focused on rescanning and pairing procedures. Investigation of this case revealed a transient communication or pairing issue related to the sensor¿app interface that resolved with repeated scanning, indicating no ongoing device malfunction once paired. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient connectivity behavior during pairing.